Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample, serial number, or device logs were provided. Further investigation of the complaint is not possible without a sample and/or device logs. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: norepinephrine lines often exhibit downstream occlusion, despite being free of kinks and with all roller clamps and stopcocks confirmed to be open. At a high norepinephrine dosage of 0.2, the mean arterial pressure (map) dropped to 40, necessitating the administration of 100 mg of phenylephrine. Additionally, vasopressin was administered, but this was accompanied by multiple air alarms, which required adjustments to the norepinephrine dosage and frequent blood pressure monitoring while addressing the problem.